Event description:
It was reported that the cannula and needle fell off from the sensor. Customer stated it happened four times. Customer stated the cannulas were completely bent and outside. Customer stated the introducer needle was hard to remove it got stuck. Troubleshooting was done. Customer's blood glucose was 142 mg/dl. The customer was advised to call help line for further assistance. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found 1 of 2 sensors with canula broken in half. Broken missing part. 2nd sensor needle bent inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used.